Event description:
A caller reported experiencing an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and the caller was able to start a new sensor session without further issues.